Manufacturer narrative:
One ventilator was returned for evaluation. Visually inspected device, noticing a bent face plate cracked knob, damaged battery cover and case label indicating the device was mishandled. Connected device to 50psi oxygen and powered on device to test CPAP control. The function switch was noted to be sticking. Oxygen flow measured below tolerance, confirming the customer reported complaint. A secondary issue was found with the patient pressure cycling indicator noted to be flushing late. After adjustment of the grub screw, the device then passed all functional tests. The problem source has been determine to be user interface due to improper handling.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator CPAP readings are "off". It was also noted the front cover is bent and the device is missing end caps. No adverse effects were reported.